Event description:
Dental amalgams caused numerous problems for me. Had seizure disorder develop and memory loss. Had premature ovarian decline, insulin sensitivity develop. Numerous physicial and mental difficulties happened that are only now getting better after having had my 4 metal dental amalgams removed and starting chelation with dmsa an alpha lipoic acid.